Event description:
Reportable based on device analysis completed on 08-nov-2022. It was reported that advancing difficulties and stent damage were encountered. The patient presented with small vessel disease and underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. Following pre-dilatation, a 28 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, resistance was met while advancing the device through a guide catheter. Upon removal, damaged stent struts were observed. The procedure was completed by deploying a 28 x 3.50 promus elite drug-eluting stent followed by post-dilatation. No patient complications were reported. However, returned device analysis revealed a detached stent.

Manufacturer narrative:
Device evaluated by manufacturer: promus elite ous mr 28 x 3.00 mm stent delivery system was returned for analysis. The device was returned with the stent detached from the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. Crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was tracked loaded through a guide without issue. No other issues were identified during the product analysis.